Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm force bipolar was analyzed and found to have a bent grip tang near the base of the grip tip. This causes entrapment of the tissue. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken joint. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not on strong grip mode at the time of event. The jaw was unhinged. There was no instrument collision. The issue was noticed before being used on the patient and the site took it out of the patient. The jaws were not stuck on the tissue. The bleeding was normal and a part of the procedure, it was expected. There was no blood loss. The instrument is available to be returned to isi for evaluation. There are no photos and/or videos of this event available for intuitive surgical to review.